Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the event and treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and an unspecified intraperitoneal antibiotic (dose, frequency, and duration not reported). The patient was reported to have recovered from the peritonitis. Action taken with dianeal therapy was not reported. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.